Event description:
This senior medical surveillance specialist spoke with the patient/layperson and his wife regarding his 2009 complaint. Both clarified and supplied additional information regarding an alleged issue with his onetouch ultra meter battery indicator. Two weeks prior to calling customer service, the patient's meter prompted the battery indicator, allegedly preventing the patient to use it. The battery had never been changed during its two years of use. During the two weeks, the patient used his wife's onetouch ultramini meter. Three days prior, the patient did not eat breakfast, but took his 500 mg metformin and 5 mg glypizide tablets. During the 2 weeks, the patient had no appetite and had not been eating three meals a day. The patient does not recall whether he tested on his wife's meter the day of the event. Between 11:30 am and 12 pm, the patient was "woozy, sleepy, and began sweating profusely" while sitting next to his wife. Although the patient attempted to walk, he fell three times. His wife called 911 and tested him on her meter, result 54 mg/dl. When emt arrived, she was giving the patient orange juice. Emt tested on the ambulance meter, result around 50. The patient was transported to the ER where he was given apple juice, a turkey sandwich, and chips. Blood glucose results in the ER were not known. However, the patient was released later. Since the event, the patient's physician removed glyburide from his regime and the patient is eating on schedule three times a day. The customer care advocate replaced the products. This specialist informed the patient's wife that the battery or batteries must be replaced at least if not more than once a year since they both test three times a day. Neither patient nor wife alleged harm. The patient's wife attributed the event to taking his glyburide without eating. Although the patient does not recall if he tested on his wife's meter the morning of the event, the complaint is reported, due to treatment for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.